Manufacturer narrative:
Two vials of test strip lot 409650-13 containing both >10 test strips were returned by the customer for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 455 699 00. Specified target range 2.6-3.2 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3. Measurement 1: 3.0 and 2.9 inr, measurement 2: 3.1 and 2.9 inr, measurement 3: 3.0 and 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Relevant retention test strips (lot 409650) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer material and retention material comply with the specification. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable result from coaguchek xs meter serial number (B)(4). On (B)(6) 2019, a the customer found he had a hematoma and was referred to the hospital by the doctor. At 12.00 pm, the result from the laboratory using an unknown reagent was 4.8 inr. The hematoma was examined, but there was no medication given and the customer went home. At 01:00 pm, the customer tested using the meter and the result was 2.1 inr. The therapeutic range was 2-3 inr.